Manufacturer narrative:
The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. The root cause of this breakage issue has been identified as a design issue. This problem has been reported through nc (B)(4) and is now addressed by (B)(4). The device inspection revealed the following: tip breakage was verified. In addition, little rust was identified on the screwdriver tip. Nevertheless, given the high frequency of similar complaints (same catalog number, same failure mode, same drawing index) and the respective nc, the mentioned design issue has been considered the principal root cause. Given the nature of the returned device, a dimensional inspection could not be performed. Given the nature of the returned device, a functional inspection could not be performed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the tip of the screw driver was broken during medical procedure. The tip was removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the screw driver was broken during medical procedure. The tip was removed from the patient.